Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'red battery alert' which was reproduced during service. The cause was determined to be a burn damaged to radio printed circuit board (pcb) due to fluid intrusion. The device was deemed unserviceable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq wireless battery module was alleged to cause a red battery alert to display on the pump during testing in the biomed service department. There was no patient involvement. No additional information is available.